Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that, approximately one year ago, the patient started to experience urinary incontinence, swelling in their legs, ¿brown fluid seeping through pores¿, ambulation difficulties, weight loss, fluid accumulation around their implantable neurostimulator (ins) device, ¿loss of sensation to urinate¿, allergic reaction, public embarrassment. It was also reported that there was electromagnetic interference which causes their device to malfunction. In addition, the patient noted that their fiancé had to quit their job to take care of them due to the symptoms they experienced and the inability to care for themself. The patient stated that they were told that ¿the device was implanted for the wrong reason¿. If additional information is received, a follow up report will be sent. Please reference (B)(4).